Event description:
It was reported that the pulse generator exhibited a diagnostic anomaly. The firmware was successfully downloaded and the device restored back to normal function. No additional information was available.